Event description:
Customer reported presumed falsely elevated patient blood lead test result with leadcare ii. The customer complaint was forwarded to technical services (ts) by an inside sales representative (isr). Customer reported to isr a few elevated patient blood lead test results with corresponding confirmatory test results reported as "normal". Customer did not state specific elevated leadcare ii test result values or confirmatory test result values. Ts attempted to contact customer for additional information on (B)(6) 2026. Ts messaged customer to request a call back. Ts attempted to contact customer again for additional information on (B)(6)2026. Ts contacted customer on (B)(6)2026. Customer provided the leadcare ii analyzer serial number and lot number for the test kit. Customer reported a leadcare ii patient test result of 4.8 ug/dl. The sample was collected 3 weeks ago. The customer reported the patient returned to the clinic where another leadcare ii sample was collected. The leadcare ii patient test result was reported as "low" (less than 3.3 ug/dl) for the second sample collection. The clinic reported the patient was not sent for confirmatory testing. The customer reported seeing additional elevated patient blood lead test results but was unable to recall result values. Ts requested a list of elevated patient result values, but the customer stated they were unable to provide. Customer was unable to provide date level 1 and level 2 controls were last performed on the test kit. Ts advised the customer to run both controls and ensure they are within the target range. The level 1 and level 2 control values were not provided. During troubleshooting ts asked the customer to describe their method applied for collecting capillary blood. The customer described procedures that do not fully align with the instructions for use (IFU) and cdc recommendations cited in the IFU including: not washing hands with soap and water. Contact with the skin when wiping away the first drop of blood. Not wiping the outside of the capillary tube to remove excess blood before plunging into the treatment reagent (tr). The customer confirmed they do not use third party microcollection devices for blood lead collection. The customer uses the capillary tubes provided in the leadcare ii test kit. Ts instructed the customer to follow cdc recommendations for capillary blood lead collection and the blood lead test procedure provided in the package insert. Ts provided the cdc capillary collection video, cdc fingerstick poster and a link to the leadcare ii product literature.